Event description:
The device displayed error message 810-9160. It was reported that there was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 12/07/2015 to 8/31/2020 and confirmed that this device was previously returned for servicing on 07/10/2017 for the same customer reported issue, this shall be reviewed as part of part usage trending in complaint review board. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 12/07/2015 to 8/31/2020 and confirmed that this device was previously returned for servicing on 07/10/2017 for the same customer reported issue, this shall be reviewed as part of part usage trending in complaint review board. There were no production failures which correlate to the customer reported issue.

Event description:
The device displayed error message 810-9160. It was reported that there was no patient involvement.